Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was a rise of atrial threshold documented at the follow up in clinic. The threshold is not stable. The lead was capped and replaced. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.